Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Initial reporter phone# was not provided.

Event description:
A diabetes nurse educator from canada stated a patient's blood glucose reading on the contour next was 24.4mmol/l but the lab result was 6.4mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The test strips were not available and are not expected to be returned. The caller declined a replacement.